Manufacturer narrative:
Other applicable components are: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient's implanted pump which was used to deliver fentanyl (300 mcg/ml at 74.93 mcg/day, bupivacaine (20 mg/ml at 4.995 mg/day), clonidine (400 mcg/ml at 99.9 mcg/day). The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 the catheter was explanted due to a possible catheter leak. It was reported that the patient had not been getting pain relief despite escalating doses. A dye study was done on (B)(6) 2016 and the results showed an abnormal distribution of dye but the hcp was unable to determine the cause. During the revision the patient's back incision was opened and there was a "white material, as if it were drug precipitate" around the anchor. The distal section was removed and a new distal segment was placed. After the revision the dose was dropped by 53%. At the time of the report the patient was alive with no injury.

Manufacturer narrative:
Analysis of the catheter found user-related holes in the catheter body. Two holes were seen on the catheter body near the 27cm marker. Both holes passed through to the other side of the catheter body. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.